Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the explanted vns generator and lead was performed. There were no performance or any other type of adverse conditions found with the pulse generator. The vns lead coil appeared to be broken. Product analysis found evidence of a stress induced fracture with mechanical damage. Determination could not conclusively be made on the fracture mechanism. Corrosion was observed on the coil surface. Abraded inner and outer tubing was also noted. Scanning electron microscopy was performed and identified an area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no corrosion.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2013 for vns generator replacement. During surgery the vns lead was stuck to the generator. While the surgeon was attempting to remove the lead off the vns generator, the lead's outer silicon ripped off. The explanted vns generator and lead were returned to the manufacturer for product analysis on (B)(6) 2013. The device history report was reviewed and no unresolved non conformances were found.